Manufacturer narrative:
Analysis of the returned device, revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. The probable cause of the failure is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. An evaluation code of operational context was assigned to this investigation.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the laser beam was no longer lateralized in the extension of the fiber after 25 minutes of use. No additional fiber was used to continue the procedure and the case was terminated. No patient injury was reported.